Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, after several recaptures, the patient coded. A 29 mm non-medtronic (edwards sapien 3) was then implanted in the native aortic position via the trans-carotid approach. Following the valve implant, the patient had multiple complications as a result of the prolonged cardiopulmonary resuscitation (CPR), tracheostomy, percutaneous endoscopic gastrostomy tube placement, permanent pacemaker, multiple pressors from being in cardiogenic shock and new dialysis. The patient passed away after a progressive decline.